Event description:
The device was explanted due to infection and device exposure. The device was removed on 19-sep-2025.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to concerns of an infection at the implant site. Reportedly the recipient experienced pain and drainage at the magnet site. Further the recipient had a thin skin flap, which might contributed to the observed issue. Review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of the reported issue. Additionally, an incomplete insertion was reported at implantation with 2 channels remaining extra-cochlear. This is a final report.

Event description:
In (B)(6) the user reported pain. Skin over the implant was purple so was instructed to discontinue use of the ci. Approximately one week later, there was thick yellow drainage at the magnet site. Clinicians decided to explant the device on concerns for infection.